Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image output. Based on the results of the investigation, it is likely the image issues were due to a damaged camera cable. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an issue image is flickering and unstable. It was observed during preparation for an unspecified procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an issue image is flickering and unstable. It was observed during preparation for an unspecified procedure, which was completed using the same set of equipment. There were no reports of patient harm.